Event description:
Lens was removed and replaced without complication, due to improper iol power initially implanted resulting in an undesired refractive outcome.

Manufacturer narrative:
Inspection of the intraocular lens (iol) at the manufacturing site showed the diopter of the iol was correct as labeled. All other optical measurements also met specifications. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Manufacturer narrative:
The device was received and is currently undergoing evaluation at the manufacturing site. The lens met all manufacturing specifications prior to release.

Event description:
The customer tested her blood glucose and received a reading of 253 mg/dl using her contour meter. She retested using another meter and received a reading of 123 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. On another occasion, the customer received a contour reading of 297 mg/dl, while the other meter read 71 mg/dl. The difference between this set of readings falls in the "d" zone of the consensus error grid and is also clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.